Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the plunger was unable to be fully retracted as the suture got caught, presumably on the foot. The physician attempted to remove the device; however, there was difficulty. After opening and closing the foot, the device was pulled out. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as based on the reported information, it is likely the suture got caught on the foot making the plunger difficult to retract and difficult to remove the device from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.